Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Patient code: there was a delay of 45 minutes when the patient was under anesthesia. The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the unit was not ratcheting properly and the plate was going in and out during ratcheting and it would not mesh the skin. This caused a 45 minute delay in surgery. The retrieved graft was useable, but an alternate mesher was retrieved for use. No further patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher one time. The last repair was (B)(6) 2016 where it was reported that the device was not ratcheting and the roller, worn bushings, worn side plates, damaged comb, and gear were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher revealed that the ratchet was rough where the gear rotates causing it to get stuck. The side plates, roller, and comb were damaged. The pretests could not be performed due to the damaged components. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, bushings, side plates, comb, and ratchet. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the ratchet was rough where the gear rotates which caused the ratchet to get stuck. The root cause of the device not ratcheting was due to the ratchet being rough where the gear rotates which caused the ratchet to get stuck. The issue was resolved with the replaced roller, bushings, side plates, comb, and ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.